Event description:
It was reported that loss of capture was seen when it comes to this right ventricular (RV) lead. There was reported RV lead noise and the patient had fallen in the shower. Technical Services (TS) reviewed the provided electrogram (EGM) strips and confirmed noise on the RV lead resulting in three seconds of pacing pause. The device was programmed to electrocautery mode to ensure pacing and the patient was in the cardiac intensive care unit on a ventilator. Additional information noted that the patient was off the ventilator. Additional information noted that a revision took place and it was noted that the pacing and shock impedance measurements were high and out of range. A possible RV lead fracture was suspected. The lead was removed with a laser. No additional adverse patient effects were reported. Should the lead be returned this investigation will be updated.